Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has a superficial wound at the lead site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the issue occurred from suture complication and the healing process. The sutures were removed on (B)(6) 2025, and the wound has since healed.